Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a percutaneous lead infection on (B)(6) 2019. Cultures exams were performed and showed positive for (B)(6). The patient was treated with gentamicin initially for drive line infection. The blood cultures on (B)(6) 2019 showed positive for mrsa again and the patient received further treatment with vancomycin. The continued plan of care was to have patient followed by ID to figure out which antibiotics to send patient home on. Once blood cultures negative, the plan will be lvad exchange. On (B)(6) 2019 the patient did not experience fever, only drainage symptom from exit site. The white blood cells count were normal. No further information was provided.